Event description:
It was reported that the tubing disconnected from the connection piece (destination container connector) of an em2400 valve set resulting in a leak. This was identified during pumping. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Event date: this event occurred on an unspecified date of (B)(6) 2023. Initial reporter postal code: (B)(6). The device was received for evaluation. Unaided eye visual inspection was performed which observed the valve set outlet connector was detached from the valve set silicone tubing. This issue would result in a leak; however, functional testing was not performed for this event. The reported condition was verified. The cause of the detachment could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.